Event description:
The pump was located in the abdomen and was loose in the pocket. The pump was replaced. The pt was last seen on (B)(6) 2010; he had some bilateral muscle pain, but he was feeling pretty good. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).